Event description:
--

Manufacturer narrative:
Two lead segments were received in our post market quality assurance laboratory. Visual inspection confirmed a fracture at 275 mm from the terminal pin. Additional damage was noted at this same location, including deformed conductor coils, a breach in both the inner and outer insulation, as well as deformation of the outer insulation. Due to the returned condition of the lead, routine mechanical and electrical testing was unable to be performed.

Manufacturer narrative:
Additional information was received that this lead was explanted. During the procedure, it was noted the lead had fractured at the tie down site. The lead was returned for analysis. This event will be updated when analysis is complete.

Manufacturer narrative:
A device replacement and lv lead revision were planned for a future date. The available information suggests this device remains in service. Should additional information become available this event will be updated.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited pacing impedance measurements greater than 2000 ohms. Loss of capture was also observed. No adverse patient effects were reported.